Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 427 mg/dl. The customer had symptoms such as frequent urination and treated with insulin and manual injections. Customer's blood glucose value was 79 mg/dl at the time of the call. Troubleshooting was performed. The customer was advised that the insulin pump would be replaced and to revert to back up plan. The customer agreed to return the device for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.